Event description:
It was reported that the customer was hospitalized last (B)(6) 2015 for their high blood glucose. Customer's blood glucose was 500 plus mg/dl. Troubleshooting was done. Customer stated that she was hospitalized due to kidney infection, yeast infection and infection in the blood. Customer was not in an accident and was wearing the insulin pump during the event. It was found in the troubleshooting that the insulin pump is working as designed. Advised the customer to monitor the issue and call back if issue reoccurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.